Event description:
It was reported that after da vinci assisted surgical procedure, the fenestrated bipolar forceps was found to have thermal damage on plastic attached to the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base near the top of the yaw pulley. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. Common causes of the failure mode thermal damage instrument bipolar yaw pulley are typically attributed to the user mishandling/misuse for example by insulation degradation and carbonized tissue creating a conductive path. This complaint is considered a reportable event due to the following conclusion: thermal damage at or near conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.